Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to be charged with the adapter and usb cable. Customer's blood glucose was 80-130 mg/dl. Another adapter and usb cable were used and battery was charged.